Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, bleeding, infection, bowel problems, recurrence, dyspareunia, vaginal scarring, other: herniated bowel, burning and stinging. It was reported that patient underwent the following procedures: (B)(6) 2012: mesh explant due to mesh erosion, bleeding, urinary frequency and bowel hernia. (B)(6) 2012: mesh explant and implant of slings: brand/manufacturer and lot ¿will supplement¿. It was reported that patient underwent excision of vaginal mesh on (B)(6) 2011 due to vaginal foreign body. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that due to erosion, bleeding, urinary frequency and bowel hernia the patient had mesh explanted on (B)(6) 2012 and on (B)(6) 2012 with concurrent sling implantations. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05919. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that patient underwent excision of exposed vaginal mesh on (B)(6) 2012. No additional information was provided.